Manufacturer narrative:
The report of a patient discomfort at the ipg site was not confirmed. This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It passed all functional tests on ate. No physical or functional anomaly that would contribute to the reported issues was observed. The root cause of the reported issue could not be determined.

Event description:
It was reported that patient had their ipg replaced and moved due to discomfort at the implant site.